Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician had difficulty attempting to place two leads. It was unknown if the placement difficulty was due to patient anatomy or not. Both leads were removed and replaced with different leads. No patient complications have been reported as a result of this event.